Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, while being used in patient¿s eyes ectropion, the needle stuck in orbit rim and thread broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, while operating on an eye procedure ectropion repair. The surgeon was suturing and upon attempting to back the needle out of the wound, she discovered the needle was gone. Patient was sent for a CT and the needle was noted in the orbital rim. Patient scheduled the following week and the suture needle was removed, the needle stuck in orbit rim and thread broke. There was no patient injury.